Manufacturer narrative:
The navicare® nurse call¿ (nnc) system is a comprehensive communication and information management system that helps caregivers provide the best possible care to patients in the most efficient manner. The system facilitates communication within a nursing unit. Caregivers have the ability to quickly locate and communicate with a fellow staff member, and patients can easily communicate with caregivers, the nursing station, or directly to their primary caregiver. Troubleshooting activities performed by hillrom determined the configuration of the ICU unit and ed unit needed to be changed to watch all units for code blue calls. The reported issue was resolved by configuring all units to watch for code blue calls at the hospital, and no further assistance was required. Based on this information no further actions are required at this time. There was no patient injury associated with the reported event; however, a missed code blue alert is likely to cause or contribute to a death or serious injury if it were to recur. Therefore, hillrom is reporting this event.

Event description:
The customer reported the 1st floor ed and 2nd floor ICU were not receiving code blue alerts. No patient impact or safety issues were reported. This event was captured under hillrom complaint ref # (B)(4).